Event description:
It is reported that the pt experienced a dislocation.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. No op notes are available for this instance of closed reduction. X-rays were not provided, so device fit and orientation could not be assessed. Manufacturing records were reviewed and found conforming to specifications at the time of manufacture. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.